Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage due to a discolored heater tray. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the voltage verification check failed, and a dim display was encountered. The failure was traced to a short on t1 of the inverter board with lot code 2408 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed, and the display became operational. However, the voltage verification check failed again. Measured (5.05v ¿ 5.08v): 5.03v. The failure was traced to the power supply due to 5v out of specification. The power supply was recalibrated and the liberty select cycler then displayed the correct voltage. The cycler underwent and passed a system air leak test, a teach pump test, and a valve actuation test. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) due to an m01-19 unexpected fpga reset warning that occurred on their cycler before step 1 of setup. The patient had previously called ts due to the same error occurring during drain 0 of 4 three days prior. The patient said there were no recent power outages. The cycler was plugged into a 3-prong wall socket and utilizing a shared outlet. An alternate power source was not being used. The patient rebooted the cycler by unplugging the power cord from the wall outlet and the warning did not reoccur. Instead, an m21-2 invalid sensor reading (5 volts) warning occurred. The patient pressed ok and then the m01-19 error reappeared. Ts advised the patient to discontinue use of the cycler and they were issued a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they were trained to perform manual/continuous ambulatory peritoneal dialysis (capd) therapy without a cycler. However, the patient did not have any capd supplies. Upon follow-up with the patient, it was confirmed they were able to complete their treatment on the days of the reported events, as well as the days in between. The patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.